Event description:
I bought this mp0 2000 boot less than a year ago, from (B)(6), and it has cracked 3 times at the same place. This boot is dangerous. I contacted (B)(6) as (B)(6), but he sent me to deal with rcai the company that manufactures the product. I got nowhere with them. Rcai info restorative care of america, (B)(4); web:www.rcai.com. Date person started taking this product: (B)(6) 2018. Date the person stopped taking this product: (B)(6) 2018. Reason for use: to ease my heel.